Event description:
It was reported the patient is having difficulty establishing communication between the ipg and external devices. It was also reported the patient's programmer reflects a "ipg battery low " and communication errors. The patient is unable to recharge the ipg and the device is inoperable. The sjm representative met with the patient and confirmed the issues. X-rays were taken. The patient will undergo surgical intervention as the next course of action. Please note: the concomitant medical products and therapy dates are unknown for this patient.

Manufacturer narrative:
(B)(4).sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent surgical intervention (B)(6) 2015, where the ipg was explanted and replaced. Reportedly, effective therapy has resumed.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.